Manufacturer narrative:
The end-user contacted permobil for assistance in updating their e3 tic watch after having received the letter regarding the market correction. The end-user made mention of having had an incident where the e3 tic watch failed to disengage the drive motor when given a double tapping command. They stated they were able to reach back and turn the unit off and did not have any further issues. They did not have any recollection if the app was in focus when the event occurred. The end-user could not recall a specific date when this occurred, stating the belief it being approximately 5 months back. An issue was found by engineering where they identified a missing code in the smartdrive mx2+ application that handles anr (application not responding) application errors. Specifically, if the application crashes on the wearable due to an anr error, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+. As a result, the motor continues to run, and the user may not be able to stop the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to know if an anr event occurred, it could be detected by the screen on the wearable. The end-user does not have any recollection of the need to restart the app, or if it was in focus. The user has since updated their e3 to 1.1.00 version of mx2+ app. The DHR was reviewed, and the device was found to have met specifications prior to distribution.

Event description:
Received report claiming smart drive mx2+ device failed to disengage the drive motor after having given a double tap of the e3 smart watch. No injuries were sustained as a result.